Event description:
The customer called to report that the insulin pump was not alarming low reservoir or no delivery. The customer also stated that the insulin pump occasionally delivers boluses without her knowledge. Advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.